Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported issue. The company representative tested the system. The system met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the phacoemulsification power stopped suddenly during a procedure. They tried to change out the handpiece and tip, but they were not able to resolve the problem. Additional information has been requested but none has been received.